Event description:
Technician alleged that the head of the bed would not go up, stayed in the down position. No pt impact.

Manufacturer narrative:
Technician found that the valve solenoid was bad. Technician replaced the valve solenoid to resolve the issue.